Manufacturer narrative:
Cine images were submitted for review. The following observations and impression were made by an edwards physician proctor. Procedural angiography: access vessel tortuous with 50% stenosis at the external iliac artery esheath visible within artery observations/impression: only 3 images provided which do not show vessel injury. As per report, the vessel diameter measured 8mm. However, rfa shows a 50% stenosis. This is contraindicated for a transfemoral approach. Recommend different access. Conclusion: human factors.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the vessel damage was attributed to the sheath getting caught in the vessel during device insertion manipulation. In addition, per report, difficulty with accessing the vessel was underestimated. The cause of death cannot be determined; however, patient factors (no blood transfusion) may have contributed to the death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure (B)(4): human factors.

Event description:
As reported by our (B)(4) affiliate, the patient expired due to complications during a transfemoral procedure. As reported, the introducer was not fully inserted within the 18fr esheath. During manipulation the introducer separated from the sheath at the point of insertion (introducer insert into sheath). An injury was suspected, and a coda balloon was deployed at a nominal pressure. The vessel appeared perforated as leakage at the vessel was noted; the coda balloon was re-inflated to control bleeding. The esheath seemed to be caught on the vessel, although the vessel was large (8mm) with only moderate tortuosity. Two covered stents were placed. Unfortunately, the patient subsequently passed away. Of note, this patient refused any blood transfusion during the procedure. As per report, difficulty with accessing the vessel was underestimated. In addition, as per clinician transfusion may have saved the patient&#38112;life. Without the ability to transfuse, they could not adequately resuscitate or support. The patient's access vessel minimum luminal diameter (mld) measured 8mm. The vessel was mildly calcified and moderately tortuous.